Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
It was reported that on (B) (6) 2010, a pt with an scs system was taken to the emergency room complaining of pain at the lead incision site. The doctor removed the pt's trial lead. The pt was admitted to the hosp as she was unable to relax her back. Later that evening, the pt reported a weakness in the legs and a MRI was taken. On (B) (6) 2010, the surgeon discovered a hematoma at t8-t9. The surgeon explained the risks involved with removing the hematoma to the pt. The pt elected not to have hematoma removed, due to the pt's health issues (diabetic, heart disease, and has had a kidney transplant). Pt currently has no feeling or movement to both legs.